Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the patient line was discolored and may be damaged from the customer's pants. Customer's blood glucose level was 231 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.